Event description:
It was stated that the customer was taken to the hosp due to low blood glucose. No blood glucose levels were reported. Troubleshooting was performed and the insulin pump did not show signs of over delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.